Manufacturer narrative:
(B)(4). A partial lead was returned in two segments. Internal insulation abrasions were noted at 15.4-16.3cm and 17.9-18.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during a device replacement due to normal eri, an insulation anomaly was observed. No externalized conductors were observed under fluoroscopy. Based on the review of the fluoroscopy views provided to st. Jude medical, the conductors do not appear to be externalized. No electrical anomalies were detected. The lead was explanted and replaced. The patient tolerated the procedure well and will continue to be monitored normally.